Manufacturer narrative:
Additional information received indicated that post deployment of the sapien xt valve, mild aortic regurgitation was observed, but no issues were observed with the valve function. The patient was discharged on postoperative day (pod) 5. No issues with the valve function were reported at the time of discharge. On pod15, the patient developed a fever and ¿consciousness disturbance¿ and was transported to the hospital emergency room (ER). The patient had developed sepsis and ¿infective¿ endocarditis and passed away in the ER on pod15. The source of the infection cannot be confirmed. It was reported that the patient may have had a dental consultation around the time of the tavr procedure; however, an exact date and reason cannot be confirmed. Per medical opinion, the relationship to the valve cannot be ruled out. No further information is available. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The valve was not returned to edwards lifesciences for evaluation. The work orders related to the manufacture and packaging of the sapien xt valve (serial number (B)(4)), were reviewed. Work orders related to the manufacture of the valve leaflets were also reviewed. The review of the work orders did not reveal any issues that may have contributed to the reported event. In this case, the source of the endocarditis 15 days post valve implant cannot be confirmed; however a review of the related manufacturing work orders did not reveal any issues with the valve or the packaging that may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), post deployment of a sapien xt valve, the patient developed infective endocarditis and expired on postoperative day (pod) 15. As reported, a tavr procedure was performed without complications and the patient was discharged from the hospital. Following a dental visit/consultation, the patient developed a fever and consciousness disturbance and was transported to the hospital emergency room (ER) on pod15. The patient had developed sepsis and infective endocarditis and passed away in the ER. The source of the infection cannot be confirmed. Per medical opinion, the relationship to the valve cannot be ruled out.